Event description:
It was reported that during a da vinci surgical procedure, the wire went off during the procedure, instrument was no longer used in the procedure from the maryland bipolar forceps instrument. Intuitive surgical, inc. (Isi) sent follow up questions and obtained additional clarification regarding the complaint. The wires from the maryland bipolar forceps instrument was stretched out. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument pitch cable was frayed at the distal end of the instrument. The conductor wires were intact and undamaged, but the drive cable was frayed. The pitch up/down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. An additional observation not reported by site was that the instrument grips tips were bent. One grip was bent causing side to side misalignment of grips. There was a .140 offset at the tips. Bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. Failure analysis concluded that bent damage may be due to mishandling/misuse. No other damages were found on the instrument. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reported complaint of stretched wire does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the frayed cables found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.